Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via merlin. Net with noise on an atrial lead. Programming changes and possible lead revision were discussed. No patient condition or symptoms were reported.